Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and non-boston scientific right atrial (ra) lead exhibited noise and oversensing that resulted in inappropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) reviewed the stored episodes and discussed the noise appeared consistent with oversensing related to the minute ventilation feature. Additionally, varied ra pacing impedance measurements were observed, however, measurements remained within normal limits. The oversensing did not result in any pacing inhibition or asystole. Ts discussed potential troubleshooting options. Available information indicates this product remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).